Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed results on the architect c4000 analyzer. The following data was provided: sid (B)(4) initial sodium less than 100 mmol/l, repeat 146 mmol/l. Sid (B)(4) initial potassium 2.45 mmol/l, repeat 3.0 mmol/l. Sid (B)(4) initial glucose 0.4 g/l (40 mg/dl), repeat 1.05 g/l (105 mg/dl). There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures, cleaning the dirty cuvette addressed the issue. A malfunction of the cuvette (ln 01g46-02) was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.